Manufacturer narrative:
G4:23dec2020. B4: 06jan2021. The replaced speaker assembly was received for internal failure analysis. It was determined that the root cause of the primary alarm failure was the primary speaker (date code: 1107) voice coil which was found to be open with 694.21 kilo-ohms of resistance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25mar2020 b4: (B)(6)2020. Additional information has been received. The ventilator's diagnostic report showed the occurrence of diagnostic codes indicating a 35 volt failure and serial peripheral interface (spi) bus failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jun2020. B4: 26jun2020. The replaced motor controller (mc) printed circuit board assembly (pcba) was returned for failure analysis. The returned mc board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30sep2020, b4: 07oct2020. The replaced central processing unit (cpu) printed circuit board assembly (pcba) and gas delivery system (gds) were received for internal failure analysis. During testing, it was noted that the unit did not power up and went into an inoperable state and displayed the error code related to machine and proximal pressure sensors failure. Multiple instances of error codes indicating a serial peripheral interface (spi) bus failure were found in the log. It was determined that the shorted quad differential line drive "u30" was the root cause of the failure. The returned gds was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
The customer reported a continuous "primary alarm failure" alarm that could not be silenced. There was no patient involvement. Technical support advised the customer to calibrate the touchscreen to attempt to silence the alarm. Once the customer calibrated the touchscreen then the alarm could be silenced.

Manufacturer narrative:
Date received by manufacturer: 18 march 2020. Date of this report: 19 march 2020. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) and the speaker assembly. After these parts were replaced, the unit would not power on. The fse replaced the motor controller (mc) pcba but upon its replacement, the gas delivery system (gds) and all the flow sensors were not reporting in to the cpu. The fse replaced the gds, the cable that connects the data acquisition (da) pcba to the flow sensors, the cpu, pm and mc pcbas to get the unit to operate correctly. The previous parts were either damaged during service or defective out of the box.